Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Imdrf device code a0406 captures the reportable event of cutting wire kink.

Event description:
It was reported to boston scientific corporation that an hydratome rx was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat choledocholithiasis performed on (B)(6) 2025. During the procedure, the cutting wire was broken upon bowing of the tome in preparing for sphincterotomy. It was reported that no part of the cutting wire detached and fell into the patient. A photo was provided of the device outside the patient and shows the cutting wire was broken and kinked. The procedure was completed with another hydratome rx. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Imdrf device code a0406 captures the reportable event of cutting wire kink. Block h11: investigation results: the hydratome rx device was not returned as it was reported to be disposed. A technical analysis could not be performed. However, a media analysis was performed on the photos provided by the complainant where it can be observed that the wire was blackened, broken and kinked after use. No other problems with the device were noted. According to the media analysis performed, it was possible to observe that the cutting wire was kinked and broken from the proximal pierce hole, it was most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Wire broken could have been generated if there was contact between the device and the scope during energization or if the device exceeds the maximum of voltage during procedure as per precautions of the device states, also energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity, also it can cause a premature cutting wire fatigue, leading to break it. Once the cutting wire breaks, any attempt to remove the device from the scope can bent the cutting wire as observed in the product analysis. Based on all gathered information, the probable cause selected is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an hydratome rx was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat choledocholithiasis performed on (B)(6) 2025. During the procedure, the cutting wire was broken upon bowing of the tome in preparing for sphincterotomy. It was reported that no part of the cutting wire detached and fell into the patient. A photo was provided of the device outside the patient and shows the cutting wire was broken and kinked. The procedure was completed with another hydratome rx. There were no patient complications reported as a result of this event.